Manufacturer narrative:
One 14.5f x 28cm hemo-flow catheter was returned to evaluation. The lumen was cut 3.9cm distal to the hub. A visual examination revealed a hole in the arterial side of the lumen at the lumen to hub junction that leaks when the device is flushed. The hole is only visible when the lumen is manipulated away from the hub. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause of factors that may have contributed to this event. An implanted catheters is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: patient physiology, care and maintenance of the catheter by healthcare providers and the patient; exposure to she care agents and ointments, locking solutions, and of label uses such as medication administrator. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect. The device involved in this event was implanted for 12+ months.

Event description:
The doctor reported that he identified a small leakage from the y part in the area of the connection between the blue and red lines. The patient received this catheter on (B)(6) 2012 and it was removed (B)(6) 2013.